Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads down to the case seal. The returned battery cap was undamaged and was able to be fully secured to the pump as well as maintain an electrical connection. Unrelated to the complaint, evaluation revealed that the keypad cover was torn and damaged. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Also unrelated to the complaint, evaluation revealed that the display screen was dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.